Event description:
A report was received that the patient was experiencing overstimulation and felt that the ipg would become hot while charging. A bsn representative analyzed patient's database and no anomalies were found. The physician has recommended that the system be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient had the ipg replaced and two extensions were implanted. Device evaluation indicated that the ipg passed electrical, performance and photographic imaging tests performed. The complaint regarding a sudden surge of stimulation could not be replicated. After activating the latest setting, its outputs were monitored on an oscilloscope for four hours. The stimulation outputs were steady and accurate. No excessive current leakage or spurious signals were detected while the device was in saline solution with the stimulation was turned on. The complaint regarding the ipg's overheating was not verified. According to the patient's charge profile, the highest temperature during the charging cycles was 42.98°c. In the lab, its highest temperature monitored was 40.83°c. These set temperatures are below the 45+-1°c range. The device exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing overstimulation and felt that the ipg would become hot while charging. A bsn representative analyzed patient's database and no anomalies were found. The physician has recommended that the system be replaced.